Manufacturer narrative:
(B)(4). Eval method: generator still in use and facility not returning for investigation. Eval results: generator still in use and facility not returning for investigation. Eval conclusion: generator still in use and facility not returning for investigation. (B)(4).

Event description:
During a tka procedure the aquamantys 9.1l device was being laid down on the surgical field after being utilized continuously on cut for 5 minutes and burned the scrub tech's. The tip of the 9.1l burned through the scrub tech's gown (paper gown with plastic backing) and made approximately a 1 cm burn on the scrub tech's arm, between the wrist and elbow. The scrub tech described the burn as minor occuring to the top layer of skin only. The scrub tech utilized ointment on the burn and did not require any follow up treatment. The doctor utilized the same 9.1l to successfully complete the case, there was no patient impact or injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.